Manufacturer narrative:
No model, size or serial number has been reported and the device is not available for return as it is believe to remain implanted. The device history record (DHR) review cannot be done without the serial number. No response has been received despite multiple attempts to contact the health care provider. Therefore, the clinical information received cannot be confirmed. It was reported that a patient developed a an lvot-to-rv fistula with associated increase in pa pressure and hemolysis after implant of an edwards intuity elite aortic valve. The patient was not noted to have a fistula before the intuity valve was implanted. This valve may have contributed to the development of the lvot-to-rv fistula and the subsequent pa pressure increase and hemolysis. However, without test results or additional patient medical history, we are unable to confirm the clinical assessment. No further corrective or preventative actions are required with the available information. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient implanted with an edwards intuity elite valve who initially did well but, has subsequently been discovered to have developed a lvot-to-rv fistula with associated increase in pa pressure and haemolysis. Device status and patient status is unknown.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Event description:
It was reported that this patient implanted with an edwards valve, size 23mm, who initially did well but, has been discovered to have developed a lvot-to-rv fistula after an implant duration of 2 months. As reported, this 82 year old patient had an avr performed. He presented with a calcified, tri leaflet valve which was heavily calcified. The calcification was present on all leaflets and the annulus. Sub valvular was not involved. The valve was seated perfectly. Post op echo showed no pvl. Normal functioning ventricle and no ar. Mean gradient of 13 mmhg. Approximately one (1) month after implant, he presented with heart block and a permanent pacemaker was implanted. He did well from this and was discharged home the next day. Then, approximately one (1) month later, during a routine follow-up visit, on echo a leak was discovered presenting on the left to right from lvot to right ventricle. The surgeon described it as a fistula. The patient had been stable and the leak hadn't increased, but after an implant duration of one (1) year and five (5) months the patient has developed the following symptoms: sob, right sided heart failure, anaemia and possibly haemolysis. The patient has been reported as to have been refereed to an interventional cardiologist to possibly look at inserting a closure device. If this is not possible this patient will need further surgery.

Manufacturer narrative:
Customer report of lvot-to-rv fistula could not be confirmed through visual observations. X-ray demonstrated moderate calcification on all three leaflets, and wireform intact. The frame was observed to be expanded. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 1 at the inflow aspect and 3mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference and skirt was heavy at the inflow aspect and moderate at the outflow aspect. Calcification and host tissue restricted leaflet mobility and led to stenosis. A 2mm cut was observed on leaflet 2 near commissure 3; serrated marking were observed near the tear. Serrated markings were also observed on leaflets 3 near commissure 3. The wireform was exposed on all three commissures.

Event description:
As reported, the valve was finally explanted after an implant duration of one (1) year and seven (7) months. During surgery, it was noted by the surgeon a small hole of approximately 4 mm in the membranous septum which could be probed into the right ventricle begin a ventricular septal defect. In addition, it was noted that the elite valve was cantered on a slight angle, being a little high in the noncoronary side, and a small paravalvular leak was found. The device also showed calcification. The device was excised and a 25mm non-edwards valve was implanted as replacement. The patient was in stable condition after the surgery.

Manufacturer narrative:
Echocardiographic images were provided to edwards and have been assessed. In the first year after implantation of an intuity elite aortic bioprosthesis, left-to-right shunt flow is noted. The jet origin likely includes an aorta component, although an additional component originating in lvot (below and therefore presumably spanning the aortic valve annulus) cannot be excluded (aorta and possibly lvot ¿ to¿). The jet appears to enter the ra at the level of the tricuspid valve septal leaflet, although an additional rv component cannot be excluded (aorta and possibly lvot ¿ to ra and possibly rv shunt at the level of the tricuspid valve septal leaflet). The proximity of the shunt to the tricuspid valve septal leaflet and the possibility that the shunt spans the aortic valve annulus (and therefore could be occurring within the bioprosthetic valve housing) suggests that percutaneous repair might not be feasible. Additional imaging with cardiac MRI or CT could be useful in defining the shunt location.

Manufacturer narrative:
Additional information was received. Edwards was notified that the reported device has been explanted.

Manufacturer narrative:
Per engineering evaluation, it is possible that this patient may have suffered an iatrogenic injury due to excessive debridement of calcium at the membranous septum resulting in a un-intentended and unnoticed injury, which over the course may have progresses resulting in significant increase in, left to right shunt and evidence of cardiac failure. It could also be due to tear at suture placement site of non-coronary sinus with resultant aortic root injury due to fragile resulting in rupture or a fistulous track in to right atrium. Based on the product evaluation, calcification and host tissue restricted leaflet mobility and led to stenosis. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a nonthrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation.